Manufacturer narrative:
(B)(4). Result of investigation: carefusion was not able to duplicate the reported issue. The service technician performed the flow and 02 blending test from the ltv final test and the ventilator passed all o2 blending tests. The ventilator also passed the 02 leak test from the final test and the o2 enrichment test from general checkout. Internal inspection did not reveal any abnormalities with the ventilator. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that when the oxygen is set to 22% or above, it produces a leak that can be heard inside the ventilator and the output percentages are lower than expected. It is unknown at this time whether there was any patient involvement associated with this complaint.